Event description:
It was reported to philips that the device had a precheck error. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure. The customer ran the precheck again. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a report error. There was no patient involvement.